Event description:
It was reported that the patient presented for a follow-up in clinic. It was noted that the implantable cardioverter defibrillator (ICD) received several non-sustained right ventricular over-sensing (nsrvo) alerts due to a noise issue. The patient was asymptomatic. No changes were made and there were no consequences to the patient.

Manufacturer narrative:
Product #1 pi main [pi-2024-0034478-01]. Further investigation will not be required as the device has not been returned.